Event description:
It was reported that a liquid leak occurred during priming. This occurred before patient use/during priming at facility. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Functional testing and visual inspection was performed. Visual inspection found no damage or anomalies. Functional testing could confirm the reported customer complaint. A leak was observed from the filter outlet tube. The root cause is due to incomplete solvent application error.